Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent an unknown breast augmentation with mentor siltex contour moderate profile 350/400cc saline breast implants which the left side deflated, and the right side has issue with capsular contracture baker grade IV after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
On 4/18/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since the device received on 4/18/2019, mentor estimated the date of explantation on (B)(6) 2018. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation: the analysis results showed parallel lines of shell wear on both views of the product, suggesting in-vivo folding or creasing of the device. Leak testing revealed there was leakage at: tear a located in posterior aspect measuring 0.3 cm. Tear b; same location; measuring 0.4 cm approx. Tear c located in the posterior aspect measuring 1.1 cm. Microscopic examination was performed in all the tears and no one gave evidence of instrument damage. No additional anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed.breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturing date: 2008-03-19. (B)(4).